Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead triggered an alert for high out of range shock impedances. The impedances were observed to be 126 ohms. Further review found that the alert had triggered previously in (B)(6) 2016 and the increase in impedances was a gradual rise versus a spike. At this time, the patient was brought in and the alert limit was increased from 125 ohms to 150 ohms. The rv lead and existing implantable cardioverter defibrillator remain in service and the patient is being monitored. No adverse patient effects were reported.